Manufacturer narrative:
H.6. Investigation findings code c19: the device remains implanted and is not available for analysis. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d12: it should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® aaa endoprosthesis that may occur and/or require intervention include, but are not limited to, device migration, and obstruction of native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After the proximal end of a trunk ipsilateral was deployed and cannulation to a contralateral gate was performed, the ipsilateral leg of trunk ipsilateral leg was deployed with pushing up. Then, the physician attempted to implant a contralateral leg endoprosthesis to extend the ipsilateral leg. Because the catheter of the contralateral leg was advanced without a sheath, the catheter caught on the distal end of the ipsilateral leg. The catheter was able to be delivered by using a sheath. This contralateral leg was deployed with pushing up about 3cm. During the procedure, after all devices were implanted, it was observed that the trunk ipsilateral leg endoprosthesis migrated proximally and both renal arteries were covered, but blood flow was observed. The procedure was completed after cannulating the renal arteries and placing bare stents on both sides. The patient tolerated the procedure. Reportedly, it was unclear whether the migration was caused by pushing up during deployment of the ipsilateral leg of the trunk ipsilateral leg endoprosthesis or by trying to force the contralateral leg up when the catheter of the contralateral leg was caught on the distal end of the ipsilateral leg. The physician stated the cause of the migration is unknown but the device might have been pushed up too much.